Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), back pain ("back pain"), dermatitis allergic ("allergy :rash/skin condition"), headache ("headaches"), migraine ("migraine"), urinary tract infection ("uti"), alopecia ("hair loss"), bladder disorder ("bladder problem"), mood swings ("mood swings") and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, back pain, dermatitis allergic, headache, migraine, urinary tract infection, alopecia, bladder disorder, mood swings and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, migraine, mood swings, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for uti and psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergy :rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), mood swings ("mood swings"), abdominal distension ("bloating") and bladder disorder ("bladder problem"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, dermatitis allergic, psychological trauma, urinary tract infection, alopecia, migraine, headache, mood swings, abdominal distension and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, migraine, mood swings, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for uti and psych injury quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received : case category updated to serious incident, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.